Event description:
I have a severe allergy to latex. I was recently prescribed fluocinolone acetonide oil eardrops 0.01%. This product comes with a medicine dropper. I used this product once with the enclosed medicine dropper, and had a mild allergic reaction that was controlled with diphenhydramine. I thought I could smell latex. I looked at the box, the package insert and online. I could find no information regarding the medicine dropper. I emailed the company on (B)(6) 2015 and asked if there was latex in the medicine dropper. I received this response on (B)(6) 2015 from (B)(6), the drug safety specialist at amneal pharmaceuticals "in response to you below injury and based on the information we have received from our supplier, please be informed that the plastic raw material and the manufacturing processes used for this product components (dropper assembly) do not contain latex. However, the rubber bulb contains dry natural rubber. In addition to this, the raw material supplier does not test for the presence of the latex substance." Amneal pharmaceuticals: fluocinolone acetonide oil eardrops 0.01%; (B)(4); lot# 7024024a; exp 07/2016.